Manufacturer narrative:
(B)(4). Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was the patient on blood thinners prior to the procedure? Unknown. Was the patient receiving any anti-coagulation therapy post-operatively? Unknown. Did the patient have an additional tests or procedures related to the bleeding. (Additional lab work, re-operation, scoped, blood products, fluids, etc)? Unknown. Did the post-operative care change based on the bleeding? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide details on how the post-operative care changed based on the intraoperative oozing. Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Was buttressing material used? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during alaparoscopic gastric bypass, there was staple line bleeding. After creating the gj pouch, the staple lines kept bleeding lateral of the pouch. Multiple clips had to be placed to stop the bleeding of the staple lines.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5d44g. H6: component code: others(g07). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. In addition another gst60b reload was received fully fired.  After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: please provide details on how the post-operative care changed based on the intraoperative oozing. Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Pulse fire. Was buttressing material used? Unknown.